Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending (lad) artery with mild tortuosity. Reportedly, a 3.5x18mm device was advanced in a 6f guiding catheter against resistance and became stuck. The device was withdrawn against resistance and the proximal shaft separated. The device was removed from the patient anatomy. Another 3.5x18mm device was attempted to be advanced through the 6f guiding catheter against resistance but it also became stuck and during withdrawal against resistance, the proximal shaft separated. The device was removed from the patient anatomy. At the end, a drug eluting metal stent was advanced with no problem at all. There was a good patient outcome. A clinically significant delay was reported; however, there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficult to position and difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to position, difficult to remove or shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional 3.5 x 18 mm device mentioned in b5 is being filed under a separate manufacturer report number. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.